Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump went through an x-ray machine in the (B)(6) airport. Customer was travelling to (B)(6) with his band. Caller performed 2 self tests that did not pass. Customer had several alarms in the alarm history including an unexpected restart alarm, external ram crc error alarm, and displayable history crc check failed on startup alarm. Caller declined troubleshooting for the alarms.